Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first step of stomach stapling, the stapler was not able to fire. Reload replacement was done to complete the case. There was no patient injury.